Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. A system checkout was completed. The results indicated all testing passed. Codes b01, c19, and previously reported d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed "sos." They were unable to track. To troubleshoot, they swapped to another system. There was a less than one hour surgical delay. There was no impact on patient outcome. The clinical specialist (cs) called later to report that the side emitter was used. Cs instrument tracker/original instrument tracker had been damaged after surgery. This was the sequence of events: 1. Patient registered with non-sterile tracker--- no issues 2. Switched to sterile instrument tracker (ln: 260318b) for navigation-- instrument tracked inaccurately. 3. Instrument tracker swapped again-- issue resolved 4. Patient draped-- issue reoccurred 5. Swapped to another system-- issue resolved ent cs to complete system checkout work order.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.